Event description:
It was reported that the customer had blood glucose levels between 247mg/dl and 500mg/dl. The customer experienced welts, bumps, and irritation. Customer states they believe the high blood glucose levels were due to steroid medication. Troubleshooting was declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.